Event description:
Technician states the whole bed starts to rise when head up switch is activated.

Manufacturer narrative:
Tech reconnected loose sensor linkage on head hi/low limit switch and re-calibrated position sensors to resolve.